Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, user reported unable to login station dcjsouth4. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-oct-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, a technical support specialist (tss) dialed into the device and was able to login to the station. The station database was less than 5 gigabytes. The tss confirmed that there were no issues with the station, and no further investigation was required. The system functioned as intended after the field service engineer verified the device.